Manufacturer narrative:
H3: the computer was returned without any accessories with the exception of the stand. When connected to known good components, the computer was found to be fully functional. Connections were recognized and displayed as green on the display. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively, the equipment screen showed that the system and the control box were not connected and had an orange line. It also couldn't recognize a patent tracker or instrument. After the system was restarted several times, the issue resolved. There was no delay and no impact on patient outcome.